Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead exhibited loss of capture when the patient was on their back or side. This resulted in asystole greater than two seconds. Increased pacing thresholds were also noted. During an upcoming replacement procedure this rv lead may possibly be revised. Currently this lead remains implanted and in service. No adverse patient effects reported.

Event description:
Subsequently, this lead was replaced successfully. No adverse patient effects reported.